Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the failure of osseointegration of five dental implants, but did not provide information about the cases.